Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple inaccurate fill estimates after loading multiple cartridges. Reportedly, the cartridge was filled with 300 units of insulin, and at the time of the reported event, the fill estimate displayed 6 units remaining. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received a minimum fill message. The customer's blood glucose level was 200 mg/dl. It was confirmed that the customer will use the pump for continued insulin therapy.